Event description:
It was reported that patient experienced ineffective therapy due to lead fracture. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
A patient experienced ineffective therapy due to lead fracture was reported to abbott. As a result, the lead was explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.